Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, an improper disconnection was reported and is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line/set). This event occurred during drain cycle three of peritoneal dialysis therapy while the patient was connected. During troubleshooting, it was found that the patient improperly disconnected during the dwell cycle to use the restroom. The technical service representative assisted the patient in clearing the alarm and advised the patient to finish therapy with manual supplies or restart with new supplies. There was no patient injury or medical intervention reported. No additional information is available.